Event description:
Reporter alleged obtaining a result of 30 mg/dl on his daughter while using the aviva system while she was experiencing hypoglycemic symptoms. Reporter stated that she was in the hospital and the nurse then obtained a result of 127 mg/dl on the hospital's advantage system within 10 minutes of 30 mg/dl on the aviva system. Reported stated the nurse then treated his daughter with a shot of glucose in her IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. The hospital location/contact information could not be determined, thus no product will be returned for evaluation.